Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump received replace battery alarm. The customer¿s blood glucose level was 80 mg/dl. The customer did not receive a low battery alert prior to the replace battery alert. The insulin pump alarmed error in the motor was detected by reading unexpected value from hall sensor. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test. Insulin pump received with normal operating currents, no unexpected battery power loss alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No pump error 43 alarms noted during testing.